Manufacturer narrative:
Investigation: device/batch history record review: no lot number was provided; therefore no DHR was reviewed. Visual analysis: observations and testing: received one used q-syte extension set from unknown lot number. Visual/microscopic examination: observed fm attached to the threads of the top body. The fm was white in color and measured approximately 2.00 square millimeters. Investigation samples(s) meet manufacturing specifications: the returned unit provided for evaluation displayed fm on the threads of the top body. Conclusions: the defect of foreign matter, as stated in the subject of the pir was confirmed with the returned unit. The customer¿s experience was confirmed based on the evaluation that was performed on the returned unit. Root cause: relationship of device to the reported incident: indeterminate. Per the process zone mfg. Engineer: unable to confirm if the foreign matter observed was from the manufacturing process. This is the first time occurrence this type of foreign has been seen or reported. Per the molding qa engineer - the fm is not inherent to the raw material component used is the molding process of the top body. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Results: a sample was returned for evaluation but has not yet been analyzed. Customer photo was submitted and reviewed. No foreign matter can be seen in the photo. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6271645. All inspections were in compliance with requirements. Conclusion: a conclusion is not yet available as the investigation is still in progress. (B)(4).

Event description:
It was reported that a nurse found foreign matter on a bd q-syte¿ luer access split septum with 15 cm (6 in.) Small bore extension set, fixed nut before use. No injury or medical intervention.